Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in excellent conditions. Event history log review was performed and found no evidence of reported problem. Visual inspection and power up self-test were performed. Investigator attached a disposable cassette to the pump for testing and the test passed. According to the investigation, the customer reported problem could be duplicated. The investigation replaced the pump downstream occlusion sensor for preventive purposes and perform a full pm and functional testing passed.

Event description:
Information was received that cadd solis vip pump displays an alarm when the latch is closed, there were no adverse reported.